Event description:
Zoll customer support contacted a (B)(6) male pt in regarding to an unrelated issue with his belt. The pt was issued a replacement electrode belt. Upon servicing of belt (B)(4), it was found that the belt would not stay securely latched to the monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt won't stay latched to monitor) has been confirmed. Upon eval, the trunk cable connector was broken. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.